Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part 03.010.104-us, lot 86p5363: manufacturing site: (B)(4). Release to warehouse date: january 29, 2021. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent a retrograde femoral nail-advanced and inserting a locking attachment washer. During the procedure, the surgeon attempted to drill for the 5.0 optilink locking screw but hit the post from an unknown total knee femoral prosthesis in the distal most hole. Therefore, the surgeon inserted one optilink locking screw instead of two. The surgeon also was able to insert the additional cluster of 3.5 va locking screws. The surgeon was still pleased with the stability of the construct. Lastly, while the surgeon was drilling through the femur next to the nail with a 4.2 drill bit, the tip broke off of the drill bit. There were fragments generated and retained in the bone. There was a five-minute surgical delay noted. The procedure was successfully completed with no additional medical intervention. No patient consequences noted. This report is for a drill bit. This is report 1 of 1 for (B)(4).